Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd luer-lok¿ syringe with bd eclipse¿ safety thin wall needle there was an issue with needles bending and breaking.

Manufacturer narrative:
Investigation summary: no pictures or samples were returned for evaluation. DHR could not be reviewed as no lot number was identified. During outgoing inspection, there was no abnormality observed during the cannula to hub test. For the duration of the last 12 months, there was no quality notification raised for a similar non-conformance. Root cause description: root cause could not be determined as there is no sample returned for investigation. Rationale: if samples are received in the future the complaint will be re-opened and re-investigated. CAPA 714970 is open to address the issue.

Event description:
It was reported with the use of the bd luer-lok¿ syringe with bd eclipse¿ safety thin wall needle there was an issue with needles bending and breaking.